Event description:
It was reported that four spectrum pumps alarmed system error 341 during infusion on a patient. It was also reported that there was no patient injury. It was noted by the customer that interference from other items within the vicinity was the cause of the system error 341.

Manufacturer narrative:
(B)(4). The customer has stated that the devices will not be returned to baxter for evaluation and therefore an evaluation could not be completed. If the devices are returned, an evaluation will be completed and a supplemental report will be submitted.